Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a cholecystectomy, at the time of use, release the clips, do not put pressure on them and they remain twisted. The surgery was delayed by 5-minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r94h3c. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a misaligned and yielded condition. A plastic bag was returned with 1 scissored clip and 3 unformed clips inside. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device lot r40z74 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94h3c number, and no non-conformances were identified.